Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: visual inspection of the returned product found small tears on one haptic. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer single piece lens, +24.5 diopter, during the same surgery due to a defective lens. A vitrectomy was performed and the incision was enlarged to remove the lens. A three piece lens was implanted and sutures were required. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.